Event description:
The electrode lead of the pt's implant extruded. The device was explanted. No further info was made available regarding this pt who resides and was implanted outside of the USA. This is a final report.